Event description:
It was reported that while removing the extension from the connector block during an implantable neurostimulator replacement the "bottom prong" broke off. An extension and lead replacement was discussed. Add'l info has been requested from the hcp, but was not available as of the date of this report.